Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2023 approximately 12 years and 4 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 1665607 02-010-01-0340 - logic femoral ps cem right sz 4 1890765 02-012-41-4030 - logic tibia traptray cem sz 4f/3t 1910639 200-02-35 - three peg patella 35mm these devices are used for treatments, not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
H6: added the following: type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.